Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 56-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock. The cp and automated impella controller (aic) were in use in the ICU when on day after implant there was a controller error. The patient had just been brought back to the ICU from the lab. The team made decision to replace the aic and support proceeded till wean and explant. The aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Updated information: e1 initial reporter facility name and address updated.

Manufacturer narrative:
Updated information: d4 catalog number, serial number, and UDI number updated.